Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a implant procedure to receive an hf sensor delivery system. During the procedure, the patient complained of sharp low back pain and then began to cough up blood when the delivery catheter was advanced quite low in the pulmonary artery. At that time the sensor had not been deployed. When the patient took a deep breath, the delivery catheter appeared to advance even further into the pulmonary artery. In turn, the doctor decided to pull the delivery catheter back and implant the sensor. Afterwards, the patient mentioned she felt like she was filling up with fluid. Next, the delivery catheter and wire were removed. No attempt to calibrate the sensor was made due to the patient's condition. The patient was moved from the catheter lab and placed in an upright position where she appeared to be breathing more comfortably. The doctor decided to perform a bronchoscopy. As a result, a blood clot was found and removed. The doctor was unable to locate where the patient was bleeding from. Allegedly, the doctor suspects that the issue was possibly a spontaneous rupture of a pre-existing bleb. Follow-up revealed the patient is in stable condition following an extended hospitalization to address the issue.